Event description:
Ceiling lifts are being used. The caregiver had the cross bar down getting ready to hook up to the patient, the aide was making the bed on other side of room and pulled the curtain which pulled the lift device. The bar moved and hit the patient on the halo.